Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump stopped working. Customer stated the device failed, stopped, and he replaced the battery. Customer's blood glucose was 380 mg/dl, treated with manual injection. Customer had to revert to back up plan since thursday when issue occurred. Customer called back and stated he just wanted a replacement because the screen has been blank. No further information reported.